Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: the customer complained that the blood had flowed back to the needle-free connector when the IV was not under infusion. Additional information received from the customer: please confirm how the fault was identified? After the IV is inserted and connected with smartsite and placed it inside the patient overnight, it was found there was blood reflux occur in the extension tubing. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? It occurs when the IV is not in infusion. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc.? The infusion was performed via gravity. Please confirm the make and model of the connecting product(s)? Manufacturer: ICU medical item no.: 12650-28 microbore extension set, 5 inch prepierced t-site. Please confirm if the line was primed and if the smartsite piston was activated or not? The line was primed with ns. The piston inside the smartsite was not in use when the blood reflux occurred. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Was there any patient harm? No. Was there an under infusion? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.